Event description:
The doctor reports that the dental implants located in dental positions #33, #35, #43, & #45 failed due to trauma/incident. The doctor reports in the per that the procedure was not concluded by placing another implants. Bone type: iii.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event: unknown / not provided d10: concomitant medical product: tsvm4b11, imp,tsv,mcol mg,4.1mm,11.5mml, lot: 1294095. Tsvmb10, imp,tsv,mcol mg,3.7mm,10m, lot: 1285168. Tsvm4b8, imp,tsv,mcol mg,4.1mm,8mm, lot: 1269214.